Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an achilles tendon repair surgery, it was observed that the attachment devices did not work when attached to the small battery drive device and ¿loaded with burrs/bitts/or wires¿. The reporter stated that the attachment devices would work when not ¿loaded with burrs/bitts/or wires¿ on the small battery drive device. It was further reported that the attachment devices would work when ¿holding in the air¿ but will not work when in ¿contact with the patient¿. The reporter stated the small battery drive device worked in forward, but did not work in reverse. As a result, there was a thirty minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.